Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was scratched by the plunger while loading. There was no patient contact. The surgery was completed on same day with replacement lens. Additional information has been requested.

Manufacturer narrative:
A sample was not received at investigation site for evaluation for the report of the lens scratched by plunger during loading ; therefore, the condition of the product could not be verified. Therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).